Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user filled the syringe with insulin and when the needle was introduced to the cartridge to be filled, insulin sprayed out of the syringe. Reportedly, there was a crack in the syringe. The user put their finger on the crack and completed filling the cartridge and resumed insulin delivery. It was reported that the pump fill estimate was inaccurate. The user reported a blood glucose (bg) level of 62 mg/dl. The user stated that they bolused for breakfast, then the cartridge was empty, so they had to change the cartridge. The user did not finish their breakfast before changing the cartridge. The bg level would be addressed by the user finishing breakfast. A follow up with the user confirmed that the bg level increased to 130 mg/dl to 153 mg/dl.